Event description:
It was reported that during a patellar surgery, after the osteoraptor anchor was inserted, the anchor loosened and fell out when knotted. The procedure was completed using a smith and nephew back up device in the originally drilled bone hole. There was a 30-min delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and suture strings off the insertion device. There is biological debris on the returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that one unlabeled, undated photo that supports the complaint was provided; however, it does not aid in determining a clinical root cause of the reported adverse event. The impact to the patient beyond the reported 30-minute procedure delay cannot be determined since the patient¿s outcome is unknown. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. No containment or corrective actions are recommended at this time.